Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, functional test, and a review of the alarm log were performed. An f-38 alarm was identified during the functional test and alarm log review. The cause of the condition was determined to be defective force sensing resistors. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.